Manufacturer narrative:
No device return or evaluation is needed as this would add no value to the investigation.

Event description:
It was reported that the patient's device was explanted due to infection around the generator. No additional relevant information has been received to date.